Event description:
Information received from a trial patient in advance evaluation. Patient reported that she felt like she was not voiding completely. Patient was instructed to increase stim on the day of this report. A couple days later, patient reported she slept with mouth open and got dry mouth and needed to drink more at night. She was scheduled for implant on (B)(6) 2016. At about two weeks later, patient further reported that she used to go every two hours but now felt that it was taking longer to void ( about 6 hours), so she was concerned. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.